Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the inpen had screw movement issue. Customer stated that they had high blood glucose level and but insulin is not coming out. Troubleshooting was performed. Customer will discontinue the use of device.